Event description:
The patient¿s pump had flipped several times which caused the catheter to kink; the kinking extended all the way to the catheter anchor. The pump segment of the catheter was replaced and re-anchored to the pump on (B)(6) 2013; the explanted catheter segment was discarded. The cause for pump flipping was unknown. X-rays were performed as a troubleshooting measure in addition to checking the pump logs. The patient experienced increased spasticity and less than 50% therapy relief. It was reported that the patient was alive without injury. Drug delivered via the device was baclofen. Additional information has been requested, but it was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the patient began baclofen intrathecal treatment on(B)(6) 2012 and it was ongoing. On (B)(6) 2013 a revision of the pump and catheter with replacement of catheter from the fascial incision was performed. The baclofen pump was also refilled and reprogrammed. Operative notes stated the distal catheter was highly twisted on itself multiple times. The pump catheter was disconnected from the pump and strained. There was no csf (cerebral spinal fluid) dripping and they could not withdraw using a 3ml syringe. The incision of the back was opened and the connector disconnected and then the connector removed and the catheter was cut. Clear csf dripped from the spinal portion of the catheter. A new (thick walled) catheter was tunneled from the back to the abdominal incision. The pump had been emptied of the residual baclofen, 20ml of baclofen plus 20ml of new 2000mcg/ml concentration baclofen were used to fill the pump completely. The pump was interrogated and programmed to deliver a priming bolus of 0.161ml followed by simple continuous dose of 250mcg/daily.